Event description:
It was reported that during testing conducted at the manufacturer facility blade whip was observed, creating an incision larger than desired. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported blade whip was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, a loose drive link and a worn indexing latch were found, which are the probable cause of the reported event.